Event description:
It was reported that the device had high ventricular. A medical judgment was made to explant and replace the device. It was also reported that both the atrial and ventricular leads appeared dislodged and low impedance. In addition, the atrial lead had under sensing and was capped. The ventricular lead had high thresholds. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis revealed no anomalies found.